Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that whilst attempting to implant the leadless implantable pulse generator (ipg), whilst attempting to insert the in troducer, the artery was punctured instead of the vein, the patient became unstable and the procedure was abandoned. An arterial hemostasis treatment was performed by the surgeon. It was further noted that the patient had difficult anatomy, and had known bradycardia which may have contributed to their worsening condition. The device was attempted, not used. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a transvenous ipg system was successfully implanted.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.